Event description:
It was reported that the patient had not used his implantable neurostimulator (ins). The patient charged it up about a month prior and used the control to turn it on. The "surge of current was so high, he was being electrocuted". The patient dropped the remote and was electrocuted for 5 minutes before dropping to the floor to reach the remote to turn the ins off. It was also noted that 2-3 days later, the patient had "severe" pain over his "entire left back and up through his left rib". The patient saw a healthcare provider (hcp) and was prescribed pain medication. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).